Manufacturer narrative:
Failure analysis revealed that there was no data available as the device was received without a battery installed. Unable to verify bolus anomaly due to no data available in the download history file. The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. The unit was programmed with several boluses and monitored. All the boluses delivered and were listed in the bolus history screen. The insulin pump calculated the additional boluses delivered and were verified in the daily total screen. The device then was programmed with multiple basal profiles and monitored. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No unexpected bolus delivery noted. No delivery anomaly noted. The device had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. No cracks noted on the display window or on the lcd glass. The motor was tested outside of the device and passed the test.

Event description:
Customer reported issues with the insulin pump. Customer reported an alarming insulin pump. Customer's blood glucose reading is 349 mg/dl. Customer also reports a small crack on the screen. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.